Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was found to have the beeper not active. It was noted that this patient had undergone an MRI scan. The clinician manually activated the beeper and used a magnet to test whether the device would emit tones. Even after activation, no tones were heard, even when using a stethoscope to amplify sound. The beeper was deactivated again. No adverse patient effects were reported. This device remains in service.